Manufacturer narrative:
Investigation summary: given the characteristics of the curve having a shallow and late amplification, it is possible the sample may have had a very low level of target present. We are unable to further investigate as the lot number was not provided. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 1 false positive sars result for initially asymptomatic patient with a CT value of 23. Customer communicated the result was confirmed sars negative by another molecular method but positive for rhinovirus. It was also noted that the patient's family member tested positive for flu and the household was symptomatic.